Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 20 mg/dl. Carbohydrates and juice was consumed to address the low bg. The customer stated that the low bg was due to not eating breakfast and not checking the bg level. The customer was also very active that morning. Tandem technical support advised the customer to discuss the event with a healthcare provider.